Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system displayed a frame rate error. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could be confirmed. To restore functionality; the motion batteries, x-ray batteries, charger boards 1 & 2 and the motor battery charger were replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The battery charger 1 and battery charger 2 were returned to the manufacturer for evaluation. After functional and performance testing and a visual/physical examination they could not confirm the reported issue. The chargers passed the bench test, the visual inspection noted led's light as expected. The installed the charges on a functional imaging system and the board functioned as expected. The were no failures found. The motor charger was returned to the manufacturer for evaluation. After functional and performance testing and a visual/physical examination they were able to confirm the reported issue. The visual examination fail due to leaky caps. The functional test failed and there was no led light on channel a, channels b, c, d were within inspection parameters. The failure was a faulty motor charger board. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the system kept receiving a framerate error. No patient present.